Event description:
Meter name: fast take, strip name: fast take strips, meter code: unknown, strip code: unknown. Strip storage: unknown, symptoms: light headed. A patient reported meter reading high so the pt having to give high amounts of insulin. Their meter allegedly was: inaccurately high. The result on their meter was 360. The result from doctor's meter (ultra) is 260. The time difference between patient's meter and doctor's meter is unknown. Treatment was given but unknown of what type was given. No further information has been reported.